Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
An implant deficiency was reported following a root canal measurement using electrical current (40ma, 7,5v).

Event description:
An implant deficiency was reported. The user has been re-implanted.

Manufacturer narrative:
Device investigation results are indicative of a broken coil wire due to chronic implant movement which has led to device failure over time. Further a bulge on the back side of the demodulator was found, which is highly likely to be body fluid which was accumulated and diffused into silicone coating through time. The resulting transition bend may have contributed to the coil wire fatigue fractures. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.